Event description:
When removing the port, the catheter came apart in two pieces. One was removed & the other had to be snared. The pt required hospitalization. Chemotherapy was complete so another port was not placed.